Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The user facility did not provide the serial number of the subject device. Therefore omsc could not check the device history record of the subject device. There were no reports of patient injuries or infection related to this incident. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, the disposable re-mountable clip hx-610-090l came out from the subject gif-h290z and fell into the patient's body cavity. According to the user, the clip was accidentally sucked into the subject gif-h290z and stuck in the instrument channel of the device in the previous procedure. During reprocessing after the previous procedure, a brush passed through the instrument channel with no resistance. The user didn't notice the clip still remained in the instrument channel until the clip came out. There was no report of patient injury associated with this event.